Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced and added two spinal cord stimulator (scs) leads. The patient was doing well postoperatively, and the explanted device will not be returned per facility policy.